Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file in which a stent component can be seen outside the introducer and detached in the delivery wire. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The luer hub and portions of the shaft of the microcatheter are shown in the photo; however, no damages can be seen. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter hub cannot be evaluated through a photo, a functional analysis must be performed to determine a root cause. Additionally, the stent detachment noted in the photo was not originally reported, therefore, it is not considered related to the issue reported. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9020399) became impeded in microcatheter hub of a prowler select plus 150/5cm (606s255x, 31351018) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. Additional event information received on 14-nov-2024 indicating that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not delayed due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9020399) became impeded in microcatheter hub of a prowler select plus 150/5cm (606s255x, 31351018) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. Additional event information received on 14-nov-2024 indicating that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not delayed due to the event. One photo accompanied the complaint file in which a stent component can be seen outside the introducer and detached in the delivery wire. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The luer hub and portions of the shaft of the microcatheter are shown in the photo; however, no damages can be seen. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as seen in the photo provided, the stent was detached from the delivery wire. No damages were noted on the device. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded at the microcatheter could not be evaluated due to the detached condition of the stent. The stent must still be attached to the delivery wire and inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Although the stent detachment was observed in the photo provided, it was not originally reported in the event nor on the subsequent follow-ups. It is suggested that this condition could be the result of the post-handling of the device after the impeded condition experienced; therefore, this is not considered related to the issue reported. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.